Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g120 scaler, there was poor water flow and the handpiece was getting warm; no injury resulted.

Manufacturer narrative:
Handpiece cable is damaged and has exposed wires. Water system has debris build up causing no water flow. Pinch solenoid has rust and is leaking air.